Event description:
It was reported that the user experienced a low glucose to 50 mg/dl, treated with oral carbohydrates (peanut butter m&ms), with glucose rising to 62 mg/dl after 10 minutes and then to 107 mg/dl after a second portion, with troubleshooting and education provided. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included transient low glucose without need for emergency care or hospitalization. Investigation included complaint intake and assessment of event details. Investigation of this case revealed no device malfunction reported and no component issue identified, with cause of the hypoglycemic episode unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.